Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-nov-2022, UDI#: (B)(4), sn#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a small fall sometime after implant in 2019. X-rays were performed and showed that the right lead migrated up from the top of thoracic vertebra 8 to the middle of thoracic vertebra 7. Reprogramming was performed on (B)(6) 2019. The rep moved the bi-pole from the migrated lead to the bottom of the lead that didn't migrate over the interspace of thoracic vertebrae 9 and 10. The patient was going to try the two new programs for the next couple of weeks and would notify the rep if additional reprogramming is necessary. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-10. The patient complained of poor pain relief which is why they had the x-rays and reprogramming. The x-rays were requested to confirm lead locations and the healthcare professional (hcp) agreed. The patient has not reached out since the (B)(6) 2019 reprogramming session. The information was not confirmed with the hcp and the hcp has no additional information or knowledge of the programming details. No further complications were reported/are anticipated.